Manufacturer narrative:
The test reservoir does not lock in place and unable to perform the displacement test due to a missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Pump passed sleep current measurement and active current measurement. All currents within spec range. However, confirmed power error 25 due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received power error detected alarm. The customer¿s blood glucose level was 4.5 mmol/l. The customer was assisted with troubleshooting. The device will be returned for analysis.